Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Requested return of suspect device and replacement was sent.

Event description:
Nurse had three 26 gauge radiopaque IV cannula catheters start leaking where the hub goes into the cannula. The infant/baby had to be restuck.====================== health professional's impression======================all three leaked as soon as they tried to use them